Event description:
Customer tested blood glucose at 6:51 pm and received a result of 331mg/dl. They took 8 units of humalog based on sliding scale. At 11:20 their blood glucose was 451mg/dl. They took 10 units of insulin. At 2:15am they woke up their spouse because they were feeling very ill. Spouse gave 2 tubes of emergency glucose and jelly. 911 was called, paramedics received a result of 62mg/dl. Customer's device read 81mg/dl. Customer also stated a similar situation in april. 911 was called and customer was given an IV and doesn't recall much info.